Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer¿s blood glucose level was over 440 mg/dl, 300 mg/dl, 330 mg/dl and 290 mg/dl. The customer was treated with insulin pump. The customer declined troubleshooting for high blood glucose. The customer was advised to return the sensor. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The customer was reported via phone call that they were using the auto mode feature on insulin pump at the time of high blood glucose event.

Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.